Event description:
It was reported that the burr was stuck with the wire. A 1.25mm rotapro and rotawire drive were selected for use. Upon removal, it was noted that the burr got stuck with the rotawire and was not released. Consequently, both devices were removed together from the patient's body. No damage observed with the rotawire. The procedure was completed with a different device. No complications reported and there was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 5cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink near the proximal end of the rotawire.